Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the sample has been used and the catheter is pierced by the needle. 2. DHR/bhr review lot#4081462 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of this batch for relevant functional tests: penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test and needle removal force test. The test results show that they all meet the product specifications. 4. Needle through catheter during puncture process may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. 5. According to the experience of previous market visits, it is recommended that: 1-before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2-insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The photo shows that the sample has been used and the catheter is pierced by the needle. Since the defective sample is not returned and the use of the sample is unknown, the root cause of needle through catheter cannot be determined

Event description:
**Customer response to inquiry for additional information on the product malfunction. This sample was abandoned clinically. After communication, it was found that the nursing staff performed repeated punctures on special patients with poor skin and vascular conditions. The reasons were analyzed with them, and they were told to pay attention to the process specifications during puncture. The nursing department and intravenous therapy team were also communicated to conduct standardized intravenous puncture training for new nurses on a regular basis.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter defective damaged on (B)(6) 2024, at 9:00 a.m., IV fluids were administered to a patient, and when the patient was given a puncture indwelling needle, the puncture was found to be stuck and difficult to withdraw, and when the needle was reintroduced, the steel needle and catheter were found to be split, and were immediately removed. Manifestations of device failure: 1.component stuttering; difficulty withdrawing the needle. Analysis and description of the cause of the incident: 1. The indwelling needle puncture is jammed, and it is difficult to withdraw the needle 2. The patient's vascular elasticity is poor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.